Manufacturer narrative:
Reported event an event regarding disassociation involving a mako arrays was reported. The event was not confirmed because the product was not available for inspection. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 3 other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Femur array loose from post, moved during bone prep . Case type / application: tka.

Event description:
Femur array loose from post, moved during bone prep. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako arrays was reported. The event was confirmed. Method & results product evaluation and results: functional inspection confirms the post is loose on the femoral array. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femur array loose from post, moved during bone prep, case type / application: tka.